Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. It was reported that the patient had to get the broken lead replaced.

Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot#: (B)(6) serial#, implanted: on (B)(6) 2019, explanted: on (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot#: (B)(6), ubd: 08-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider(hcp) reported the patient had a fall in 2019 and broke the lead that was in their back so they had a new one put in 2021. The hcp was not with the patient and did not know the event date.